Event description:
The company was informed that the recipient's device was explanted. Advanced bionics is in the process of gathering more information. Once additional information is received a supplemental report will be submitted.